Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for two weeks, the patient had felt pain and had a fever, along with chest aches when breathing. An echocardiogram was performed with blood tests, which noted circular pericardial fluid. It was noted the patient had pericarditis. The physician prescribed an oral antibiotic due to the high inflammation values, however, the medication did not improve the patient's health. The patient was hospitalized for approximately one week and given additional medication. The outcome was resolved. Approximately two weeks later, the patient then experienced "pull after inspiration" and a fever with unproductive coughing. It was noted the patient felt "bound in their pectoral girdle." The primary diagnosis was liquid in the pericardium. A chest x-ray found the patient had cardiomegalia and the patient was hospitalized for an additional two weeks. The patient received medication and the outcome was resolved. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.